Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s first ilet connect adapter would not twist to lock, while a second adapter from the same visit attached and functioned, indicating a single faulty connect adapter. Symptoms included no clinical effects. Outcomes included no impact on health, no hospitalization, and no alarms. Investigation included troubleshooting and education with attempts to verify the shipping address for replacement coordination. Investigation of this case revealed a mechanical connection failure of the connect adapter consistent with a connector unable to attach, while the pump and an alternate adapter operated as expected. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue isolated to the individual connect adapter.